Event description:
Incident reported as: shaft dislodged into the patient's trachea during a tracheal dilatation procedure. Medical intervention was needed to retrieve the dislodged piece. Patient "coded" after piece was retrieved. Patient was reported as having recovered from incident. No further information available.

Manufacturer narrative:
Sample device received for evaluation, but has not been received yet. Investigation is ongoing and a follow up report will be filed at the completion of the investigation.